Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2013 during the late afternoon he tested his blood glucose with the subject meter and obtained blood glucose readings of ¿2.1, 4.7 and 13.8 mmol/l (38, 85 and 248 mg/dl).¿ the patient confirmed the blood glucose tests were performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20% and/or 20 mg/dl. During the follow-up call, the patient informed the csr that he felt all the readings obtained at that time were inaccurate and stated none of the reported results correlated with how he was feeling. The patient stated that his blood glucose typically falls between ¿7 and 10 mmol/l¿. The patient manages his diabetes with a set dose of humalog and lantus insulin and denied taking any of his diabetes medications after obtaining the alleged inaccurate results. However, the patient did report developing symptoms of feeling ¿sweaty and anxious¿ 45 minutes after obtaining inaccurate erratic results. At the time of the initial call to lfs, the patient reported treating himself with glucose tablet(s) in response to the symptoms. At the time of troubleshooting, the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining inaccurate readings with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (12/04/2013)-device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. Performance testing with blood was performed on the retain test strips on (B)(4) 2013. The retain test strips failed the performance testing with blood and were found to be biased high at 300 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.